Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): helix disengaged from helical channel. Distal segment returned and analyzed. Additional observation of defib conductor distorted, several conductors blood/boy fluid (not obstructed), inner tubing kinked/buckled and outer tubing overlay cosmetic environmental stress cracking.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.